Event description:
The hcp reported that the patient's spasticity did not decrease post pump implant. X-ray of catheter appeared to be "okay." Expected residual volume was 11.9ml; the actual residual volume was 17.5ml. The patient was receiving gabalon via the pump. The pump was replaced. Final patient outcome was not reported.